Manufacturer narrative:
An attempt was made to reproduce the issue by generating the daily review report for the user in carelink support application and observed that the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. The esf number that corresponds to the reported issue is: (B)(4). After conducting thorough investigation by downloading the uploaded data from database and identified that the first uploaded data did not have complete data for temp basal ie. End of temp basal event was not available. To assist with the resolution , we provided below information to helpline support team - provided screenshot from daily review report which shows that the temp basal was is plotted as expected after the 2nd day's auto upload. Requested user to generate the latest report and validate. For this issue, workaround is to generate the daily review report after the next day auto upload. A fix (esf (B)(4)) is actively being worked on, will be fixed in the upcoming release. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is the first snapshot has a temp basal start event but does not have a temp basal end event but the praas requires both of them for drawing temp basal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly as the data present in the carelink were incorrect. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.